Event description:
Gemstar pump infused 24 hours total in 8 hour time period. Pump in intermittent mode. Started at 5pm per caregiver (to infuse dose every 6 hours x 4 doses). Bag empty - pump alarming air in line - 8 hours later.